Event description:
It was reported that an alert for lead impedance was received remotely. The patient presented to the hospital on (B)(6) 2017. Upon device interrogation, the right ventricular lead exhibited noise activating inappropriate high voltage therapies; the lead also exhibited high defibrillation impedance. During lead revision procedure the lead exhibited loss of capture. The lead was capped and replaced on (B)(6) 2017. There were no adverse consequences to the patient. The patient was in stable condition during and post procedure.